Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces were noted. The keypad connector was fully locked. Moisture damage was found on the display board. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working due to receiving a button error. Customer also states that the insulin pump might of stopped working due to getting caught in the rain. The screen would also go blank at times. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.